Event description:
Caller reported a malfunction on pump, identified as malfunction 12, which had occurred at least three times before but without any related notable events. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.